Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1120066 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit . The customer has just purchased the test kit from cvs recently ,so this is an out of box issue. Customer called in because after the test was performed , the cassette had no results displayed in the test result window. Customer confirmed that she had applied 4 drops of buffer solution to the s-well and waited until 15-30 mins. No results displayed; the customer did nor see anything appear at all. Customer is not able to send a picture of the t cassettes, because she had thrown it away. I advised the customer that I need to forward this information to the appropriate department for review. Customer will wait for the follow up response from acon labs.